Manufacturer narrative:
Because medical intervention was required, this event is reportable per 21cfr part 803.the device will not be returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. Additional information will be submitted as it becomes available.

Event description:
In this event it is reported that sporox ii had gotten on a customer employee's hands and are now a whitish color after the employee washed her hands. Customer contacted for information. Went over sds and first aid information with customer and advised customer to have employee seek medical attention.

Manufacturer narrative:
Customer was not wearing required ppe during use. Discoloration is a known risk previously captured in the risk file.